Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital after experiencing syncopal episodes. Interrogation of the pulse generator revealed ventricular oversensing resulting in short periods of pacing inhibition with asystole. The patient is pacemaker dependent. The device was explanted and replaced. The patient's condition was good post procedure and would be monitored remotely via merlin.net.